Manufacturer narrative:
One level 1® hotline® blood and fluid warmer was returned for analysis in fair condition. Upon visual inspection the reservoir tank cover was found cracked. Functional testing performed; intermittent alarms were observed. A leak was found at the block assembly while attached to disposable l-370. Based on the evidence the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was not emitting alarms. No adverse patient effects were reported.